Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette poorly secured alarm. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) was not applicable. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined or found. No action was taken regarding the reported problem since no problem was found. E4 was unknown.